Event description:
It was reported that BD INV B2B NEEDLE PRECISIONGLIDE 21X1-1/4IN had excess adhesive.Verbatim:We are writing to share with you notification E2026-059, which stems from the findings reported by our client.As background, we previously sent you complaint (b)(4), in which we inquired about the issue related to the coding printed on the blister pack.On this occasion, the client reports inconsistencies in the coding, as the ending is not uniform across the different blister packs. Therefore, we request your assistance in providing an explanation for the variation observed in the following codes: (. / // ..)FAB2025-10.FAB2025-10/FAB2025-10//FAB2025-10..The affected lots are as follows: 5311542 / 5323600. Additionally, a needle with excess adhesive was identified again, as well as manufacturing dates that are not fully legible, since in some cases the information appears incomplete.We would appreciate your assistance with the analysis and relevant information so that we can provide a clear response to the customer, ensuring that both parties are on the same page and avoiding future rejections of the material.It is important to note that there have been several inconsistencies related to this material so far this year, so we would appreciate your attention to this matter and prompt follow-up.The notification and photographic evidence are attached for your review.Additional information received on 16-Jul-2026The image showing the ¿yellow plastic¿ was included solely as a reference to what the customer reported. At the time of the inspection and when gathering physical evidence, that detail was not visible, which is why it was not mentioned in the report or in the email.Unfortunately, I don¿t have any additional images showing that defect, since it isn¿t visible.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.